Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit stopped pumping. It would autofill but failed to start when they pressed start.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Getinge field service engineer (fse) noticed multiple fault code 16 in logs but unable to duplicate any issues. Replaced pim, re-calibrated transducers, tested. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
The failure analysis and testing dept. Received the part with a reported failure of the pim leak test. Performed a visual inspection found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The part failed the leak differential test. Confirmed the reported issue but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit stopped pumping. It would autofill but failed to start when they pressed start. Patient involvement is unknown but there was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h4, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h10.